Event description:
Please disregard this MFR # as this event occurred with a device that is not approved in the us and it should not be have been reported.

Event description:
Same as manufacturing number 6000089-2005-1092 it was reported twelve hours following a coronary drug eluting stenting treatment procedure, the patient died. In 2005 a taxus liberte 2.5 x 16 mm drug eluting stent was intended to be implanted in the tortuous first obtuse marginal artery. The stent was deployed just prior to the target lesion due to severe lesion calcification. The stent was inflated three times to maximum of 16 atms. An additional taxus liberte 2.5 x 20 mm stent was implanted in the left anterior descending. The patient was reported to have died twelve hours following the procedure. To date, the cause of death is unknown.